Event description:
Customer's mother called to report that their pdm is giving inaccurate blood glucose (bg) readings which resulted in her son having to go to the hospital for 2 days. Her son was at school and the nurse checked his bg on the pdm and it read in the 130's (mg/dl). He did not feel well, so the nurse checked his bg with a different meter and it was in the 30's. When he got home the pdm read in the 100's, but when checked with yet another different meter, it was over 600 mg/dl and he was vomiting. They took the son to ER with ketoacidosis.

Manufacturer narrative:
The product has not been returned for evaluation. The pt confirmed the bg readings with another device before taking any action, per user instructions. Unable to confirm any product malfunction. No test strips were identified by the customer, therefore, no comparative testing can be performed on the user's strips. No conclusion can be reached at this time.